Event description:
It was reported that following a breast biopsy, the doctor deployed the tissue marker and upon completion of the procedure the plastic tip was missing from the introducer. The plastic tip was confirmed in the patient's breast under ultrasound imaging. Based on the pathology results, the surgeon recommended removal of the lesion and the plastic piece will be removed from the patient's breast at the time of surgery.